Manufacturer narrative:
The device was returned assembled with the driveline cut approximately 0.5 inches from the pump housing. The remainder of the driveline was returned in three segments. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit and sealed outflow graft were not returned. Examination of the proximal side of the outlet stator revealed small, white, tissue-like depositions adjacent to the outlet bearing ball. The depositions lacked lamination, lacked denaturing, and were not adhered to the bearing ball or stator blades. In addition, there was no evidence of contact marks on the outlet portion of the rotor. Although their origins and the duration of time for which they were present in the outlet stator could not be conclusively determined, the depositions did not appear to have originated in this location. If the observed depositions were present in the pump during operation, they would have potentially contributed to the reported elevated dehydrogenase (ldh) levels. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pump was exchanged on (B)(6) 2015 due to pump thrombus. The patient had presented with lactate dehydrogenase (ldh) levels increasing to 1157 u/l. The patient was started on bivalirudin as an inpatient and transferred to clopidogrel as an outpatient. Ldh levels continued to rise. The patient's inr goal was 2.0 - 3.0 and was therapeutic.